Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer had changed their infusion set three times but the insulin pump still read high in blood glucose. The customer was assisted with troubleshooting but there was no indication of a malfunction from the insulin pump. The customer called to perform a high pressure test in which the insulin pump passed. However, the customer had lost confidence in the insulin pump and had sent the device back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.